Event description:
The recipient is reportedly experiencing non-auditory stimulation with device use. Programming adjustments were made. However, the issue was not resolved. Device testing was discontinued due to the recipient reporting discomfort. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly elected not to proceed with revision surgery at this time. The recipient remains a non-user at this time. It is believed that the recipient experienced an in-situ failure. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.